Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff indicated that a fragment from the permanent cautery spatula instrument broke off and fell into the patient. According to the initial reporter of this complaint, the fragment was retrieved immediately and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned to intuitive surgical inc. (Isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter claimed that a fragment from the permanent cautery spatula instrument broke off, fell into the patient, and was immediately retrieved. There is no indication that the patient was harmed or injured because of the reported instrument issue.